Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump light button was harder to press. Customer stated that screen of the insulin pump was harder to read due to scratches. Customer stated that insulin pump battery life was diminished and unexplained no delivery alarm. Customer stated that clear part of the reservoir was harder to see. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.